Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the customer was unsure of the reason for the cracked screen but predicts the crack occurred when the customer fell. The customer's blood glucose was 160 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.